Event description:
The customer reported a malfunction on the pump, identified as malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in successfully resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues arose again.